Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Proposed code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional identifying the following: patient had an initial tha. Patient underwent revision due to pain, an adverse reaction to metal debris, and elevated cobalt and chromium levels. Mild adverse reaction to metal debris in the pseudocapsule, mild tan/grey coloration of pseudocapsule with some mild gritty appearance to tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: component code: mechanical (g04) - head. Product was returned and evaluated (head and taper insert). Visual examination of the returned products identified that the head had a thin layer of an unknown foreign material on the outer surface. Dimensional analysis could not be performed due to foreign material and presence of taper insert. The taper outer surface had scratches and nicks. The inner taper appeared to be scuffed. A definitive root cause cannot be determined. The additional information does not change the outcome of the previous investigation. Based on the operative/medical notes that were initially provided, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat #: 192411 / echo por fmrl red nc 11x135mm / lot #: 825420; cat #: us157852 / m2a-magnum pf cup 52odx46id / lot #: 904950; cat #: 139252 / m2a-magnum 42-50mm tpr insrt-6 0/-6mmt1 / lot #: 086310. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left hip revision approximately ten years post implantation due to metal related pathology, pain, an adverse reaction to metal debris and elevated metal ion levels. During the procedure a pseudocapsule was found and excised. The head was removed and replaced, all the other components remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.